Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer report number: (B)(4). Related manufacturer report number: (B)(4).

Event description:
It was reported that that the patient in clinic with pocket erosion and infection. The pacemaker and right ventricular lead were explanted. The atrial lead was capped. The condition of the patient was unknown.